Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that multiple complications were encountered during impella cp support. It was initially reported that the pump experienced suction events shortly after implant. Repositioning was attempted, but the catheter was inadvertently pulled out across the aortic valve. The support level was reduced and the decision was made to escalate to an impella 5.5 for support. The pump was thrown away. There was no patient harm.